Manufacturer narrative:
This supplemental report is submitted to correct "device product code."

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation found that the tissue pad was severely worn and the grasping section was partially missing. The probe had contact mark with the grasping section. The manufacturing history was reviewed, with no irregularities noted. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad and the grasping section could be damaged when the user activated output while the user grasped a thick and hard tissue with the distal part of the device. The instruction manual of the device has already warned as follows; do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, positioning the tissue, twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the sonicbeat instrument, and then activate. Otherwise, it may cause the deforming/spliting/protruding of tissue pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity.

Event description:
During an unspecified procedure, the subject device was used. It was reported that the tissue pad of the device was damaged. The procedure was completed with another device. There was no patient injury reported. As a result of evaluation of olympus medical systems corp. (Omsc) on november 7, 2017, omsc found that the tissue pad was severely worn and the grasping section was partially missing. It was not reported that any fragments fell off into the patient. This report is regarding the severe wearing of the tissue pad and the missing of the grasping section.